Manufacturer narrative:
Continuation of medical devices: 5092-52 lead implanted: (B)(6) 2004.

Event description:
It was reported that the right atrial (ra) lead experienced atrial undersensing during atrial arrhythmias. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.